Event description:
During an endoscopy procedure, a cook quantum ttc biliary balloon dilator was used. The balloon was advanced over a wire guide into the papilla for bile duct stone removal. They attempted to inflate the balloon using a combination of water and contrast, but the balloon would not inflate. It was observed via endoscopic images that the balloon had a pinhole. Another of the same device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The balloon was inflated using a qbid. There was a stream of water exiting the balloon. The balloon would not hold pressure. There was no part of the device missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report lubrication was not applied to the balloon prior to advancement through the endoscope. The instructions for use states, "apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." A possible contributing factor to balloon material failure is inadequate lubrication of the balloon with a water soluble lubricant the instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use advise the user to maintain negative pressure for balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon failure can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: do not inflate the balloon prior to introduction into the scope. The instructions for use also contain the following precaution: "the entire balloon should be extended beyond the tip of the endoscope and be fluoroscopically visualized and positioned before inflation." The instructions for use contain the following warning: "do not exceed the recommended balloon inflation pressure as listed on the catheter tag of the balloon dilator." Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all quantum ttc biliary balloon dilators are subjected to a visual inspection and function testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted a this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Add'l comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.